Event description:
Explant of silicone mcp preflex finger joint prosthesis due to the pt pain. X-ray showed broken implant. Implant revised without further incident.

Manufacturer narrative:
Evaluation of device confirmed breakage. Evaluation of device history records showed no anomalies. Cause of breakage could not be determined.